Event description:
One patient had a spectrum 5 lumen in place and the line was being changed over a wire to a 3 lumen. This is a bone marrow transplant patient with leukemia, lymphoma, or multiple myeloma. Patient was treated with growth factors to stimulate production of stem cells, and receiving medications that included granulocyte-colony stimulating factor (g-csf) (e.g. Neupogen) and melphalan. No drugs have changed or any other part of the clinical protocol. One additional medication that the patients are being given is lovenox (anticoagulant) prophylactically. Immediately after insertion patients reported varying degrees of redness and flushing, hot, sweaty (diaphoretic) dizziness, tachycardic, anxious, shortness of breath (sob), increased heart rate (hr), increased blood pressure (bp). Benadryl helped. The physician's assistant does not believe it is the minocycline rifampin because the lines are left in situ and there are no additional reactions. Administration of medications (benadryl and/or demerol). One patient coded requiring resuscitation and intubation. Procedures are done using ultrasound guidance (no dyes are used). Site is prepped with chlorascrub (pdi), line is placed. Latex rubber gloves are used unless allergy (ansall). In the less serious 4 patients, the reaction seemed to start after wire removed and the line was flushed with 0.9% ns (baxter), about the time he was suturing. In the more serious case, the reaction started before he even removed the wire. All lines continue to be in situ and in use with no further reactions. The customer does not usually provide any other medications prior to line placement and does not administer benadryl prophylactically prior to insertion. Of the 5 total cases (1820334-2013-000094; 1820334-2013-00095; 1820334-2013-00096; 1820334-2013-00097; 1820334-2013-00098), one line was placed by an m.d., the other 4 were placed by the physician's assistance.

Manufacturer narrative:
(B)(4). Expiration: unknown as lot is unknown. Event evaluation: still under investigation.